Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon light source was returned for evaluation. The device history record (DHR) was not available for review. Failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the turret failed the retention test, and the control board failed the memory test. Evaluation also replaced the power supply unit, the lamp, the lamp base, the control board, and the turret. The issue of the unit overheating could be due to the lamp and lamp base being damaged. The reported complaint is confirmed. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the turret failed the retention test, and the control board failed the memory test. The issue of the unit overheating could be due to the lamp and lamp base being damaged.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lamp of the mlx 300w xenon lightsource (00mlx) overheated and melted the plastic housing. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay was reported.